Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces successfully downloaded using thump. No unexpected pump error 37 alarms noted during testing, however, they were found in the history file [(B)(6) 2025 at 13:25]. No unexpected pump error 4 alarms noted during testing, however, it was found in the history file [(B)(6) 2025 at 17:15] (file:(B)(4), line:2690) and was tied to a pump error 15 alarm that was also found [(B)(6) 2025 at 17:15:08] (file:(B)(4), line:442) due to a software error. The pump was cut open to perform visual inspection and found moisture damage on the motor. The following were noted during visual inspection: scratched case, cracked case (battery tube) and pillowing keypad overlay. Pump error 4 and error 15 were confirmed during analysis due to a software error. Pump error 37 was confirmed during analysis due to moisture damage on the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), and the customer received pump error 4 (the motor arm cannot communicate with the main arm.). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer was able to clear the alarm(s). The customer was able to rewind the pump. The insulin pump passed a self test, and displacement test. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.